Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot number is unavailable, there is no information for this number, therefore the mre could not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) / idvt (idiopathic ventricular tachycardia) ablation with a decanav electrophysiology catheter and the patient experienced cardiac perforation that required pericardiocentesis. During the case a pericardial effusion was noted. Anesthesia noticed there was a drop in blood pressure on the patient and then the pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis. The patient was reported to be stable. Patient fully recovered however required extended hospitalization. The patient stayed for one additional night in the hospital. The physician stated the decanav catheter perforated the right ventricle while they were mapping in the epicardial space. No transseptal puncture sites were performed. No ablation was performed.